Event description:
It was reported the customer was hospitalized. The cause of the customer's hospitalization was unknown. Customer also reported having site issues. The customer also inquired how to retrieve their basal rates. Customer's blood glucose was unknown at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.